Event description:
The customer reported that following a chemotherapy infusion, "the silicon segment (upper) has split/detached from the main line when the line was being removed from the gemini pump". From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Administration set involved in this event will not be returned, as it was discarded. No failure investigation could be performed.